Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for es sential tremor and movement disorders. The rep reported that the patient's left ins was explanted due to side effects of non-optimal placement. The rep reported that the patient was re-implanted in (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported the stimulator failed to adequately control their tremor due to significant side effects. The patient had their lead and stimulator removed. It was reported the patient was anesthezied and intubated. It was also reported that after the re-implantation the patient seemed to be doing quite well, the stimulator had significant suppression of their tremor. It turned out that most of that was a microthalamotomy effect. The patient was required to increase amplitude, and they developed significant side effect, which has interfered with the use of the stimulator. The patient develops paresthesia into their face and mouth as well as severe dysarthria. They have been unable to use their stimulator due to this. This has been greatly interfering with their ability to work as they are an electrician. The shaking virtually prevents them from doing their job. The patient will likely be disabled if their tremor can't be improved. A CT scan showed a slightly medial to the usual position. The anterior-posterior positioning seemed fairly optimal. The indwelling lead does interfere with any type of repositioning or reattempt to hit the target. It was recommended to remove the indwelling lead in preparation for replacement of a new lead at a later date. It was noted all the patient's wounds were healed. No further complications were reported as a result of this event.